Event description:
Complainant alleged tht during the incoming inspection of the product, the device would not allow the defibrillator to discharge. The complainant indicated that there was no pt involvement in the reported failure.